Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-ipg-r-MRI, upn: m365sc11320, model: sc-1132, serial: (B)(4), batch: 17160785. Product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 16740667/16740886/16740667/17186490.

Event description:
It was reported that the patient was experiencing inadequate stimulation due to leads having high impedances. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted device will not be returned as it was disposed by the medical facility.